Event description:
Patient reported the aligners making their teeth loose. At check in patient marked true to pain, periodontitis, inflammation, sensitivity, loose, jaw discomfort, this is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.